Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that the patient underwent a spinal fusion procedure in the sacrum spine (l4-s2) for treating pelvic ring fracture on (B)(6) 2022. A screw was inserted at s1 left. Next, they moved on to rod connection and tried to deploy a correction key. Then, cross-threading took place, and metal fragments were seen. The procedure was completed with another screw with a less than thirty (30) minute surgical delay. The patient was x-rayed, and it was confirmed that no fragment had been left in the lesion. The patient status was reported as stable. This report is for an unknown expedium verse rod. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown expedium verse rod/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.